Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This lead was repositioned and to date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.